Event description:
Note: product reference 423833 is not sold or distributed in the united states, the united states product reference is 423833-01. A customer in italy notified biomerieux of a false positive result in association with the vidas(r) sars-cov-2 igm test kit (ref. 423833, lot 1008184830) when testing a patient sample. The sample was from a patient exhibiting no symptoms. The vidas(r) sars-cov-2 igm test kit obtained positive result of 1.74. The customer also tested the sample using vidas(r) sars-cov-2 igg test kit and the cellex rapid test kit, both assays obtained a negative result. There is no indication or report from the laboratory that the false positive result led to any adverse event related to the patient's state of health. Biomerieux has initiated an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in italy regarding false positive results in association with the vidas¿ sars-cov-2 igm test kit (ref. 423833, lot 1008184830) when testing two separate patient samples. The vidas¿ sars-cov-2 igm test kit obtained positive results for both patients, 1.74 and 4.02 respectively. The customer also tested the samples using vidas¿ sars-cov-2 igg test kit, pcr, and the cellex rapid test kit, both assays obtained negative results. The customers samples were requested for the investigation; however, the samples were not available for return. An analysis of four (4) internal samples control charts on seven (7) vidas¿ sars cov- igm 2 batches, including the lot customers lot (1008184830 / 210702-0) was performed. The results were compliant to the expectations and vidas¿ sars cov-2 igm batch 1008184830 / 210702-0 was in trend compared to the other lots. Ten (10) samples collected before the pandemic (so expected negative) were tested on vidas¿ sars cov-2 igm batch 1008184830 / 210702-0 retain kit. All of the results gave a negative interpretation as expected. The complaints lab did not reproduce the customers vidas¿ sars cov-2 igm positive result. Without the customers sample available for testing purpose, it is impossible to pursue further investigation and give an explanation regarding the vidas¿ sars cov-2 igm result. It is mentioned in the package insert of vidas¿ sars cov-2 igm assay ref. 423833 at section limitations of the method: interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. Consequently, there is no reconsideration of the performance of vidas¿ sars cov-2 igm ref. 423833 lot 1008184830 / 210702-0.